Manufacturer narrative:
(B)(4). The stent remains in the patient anatomy; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states: xience prime is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The following event was reported from a presentation from an article abstract. During percutaneous coronary intervention involving a patient with a history of stent implantation in the left anterior descending artery, a procedure was performed for treatment of in-stent restenosis of an unspecified stent. After predilatation using an unspecified 3.5x20 balloon, a 3.0x33 xience prime stent was deployed at 14 atmospheres (atms). After post-dilatation, the stent got longer toward the proximal site and intravascular ultrasound (ivus) detected stent elongation from 33.7mm to 37mm with full coverage of the previously implanted stent. Ivus disclosed stent malapposition at the proximal segment of the stent and postdilatation was performed at 14 atms. There was no reported adverse patient sequela. No additional information was provided.